Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to infection in patient's ear, the patient has been on a PICC line to administer IV antibiotics for the past (B)(6) weeks. Reimplantation is planned, but has not occurred as of the date of this report. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.